Event description:
It was reported that r-wave amplitude had gradually decreased since implant. Lead was explanted.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported decreased in r-wave amplitude. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal.